Event description:
Omron bp(blood pressure) cuff (portable battery powered) displays "e5" error when pulse is less than 40 bpm(beats per minute) which can be life threatening. The machine should not suppress bp and pulse rate data when this condition occurs. However, it is preferred to also display an alert for this condition. The same behavior has been noticed by myself on other bp machines manufactured by others which suggests this is possibly an FDA guideline issue that should be corrected.